Event description:
The field service engineer (fse) while working on the device found the processor pca malfunctioning. The field service engineer (fse) while working on the device found the processor pca malfunctioning. External remarks: 19.07.2021 05:02:23 utc seming lo asp_ (88600119)q7.confirmed reported problem, device show error message. Q8.on site check, xl+ processor pca, therapy pca and capacitor malfunction. Q9.replace processor pca, therapy pca and capacitor. Q10.function test ok,device returned to full service,test and inspectiondata refer to paper record. Upon conclusion of the evaluation, it was determined that the processor pca requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device is malfunctioning and needs a processor pca. There was no patient involvement.